Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Laboratory analysis determined that the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. Correction: d4.

Event description:
It was reported that the battery longevity of this pacemaker changed from three years to 0,5 years. After further review, it was discovered that one hour after threshold test this pacemaker exhibited loss of capture (loc), leading into high outputs due to automatic threshold (lvat) detected as greater than programmed amplitude or suspended for unknown reasons. There was not an asystole of more than two seconds, nonetheless, a premature battery depletion (pbd) is suspected, and the device is scheduled for an explant. The field representative suggested to change the setting from automatic output to fixed output, but the physician selected not to change the setting. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery longevity of this pacemaker changed from three years to 0,5 years. After further review, it was discovered that one hour after threshold test this pacemaker exhibited loss of capture (loc), leading into high outputs due to automatic threshold (lvat) detected as greater than programmed amplitude or suspended for unknown reasons. There was not an asystole of more than two seconds, nonetheless, a premature battery depletion (pbd) is suspected, and the device is scheduled for an explant. The field representative suggested to change the setting from automatic output to fixed output, but the physician selected not to change the setting. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery longevity of this pacemaker changed from three years to 0,5 years. After further review, it was discovered that one hour after threshold test this pacemaker exhibited loss of capture (loc), leading into high outputs due to automatic threshold (lvat) detected as greater than programmed amplitude or suspended for unknown reasons. There was not an asystole of more than two seconds, nonetheless, a premature battery depletion (pbd) is suspected, and the device is scheduled for an explant. The field representative suggested to change the setting from automatic output to fixed output, but the physician selected not to change the setting. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Laboratory analysis determined that the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.